Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in about 15 seconds at around 4 atm before it goes up to nominal size. The procedure was completed with a different device. There were no patient complications reported.